Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently forgot to enter the bolus setting. The customer delivered too much insulin and the blood glucose (bg) level dropped in the 50-63 mg/dl range. The customer drank milk to address the low bg level. Tandem technical support assisted the customer with inputting the bolus setting.